Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this s-ICD system was fully explanted due to a staphylococcus infection. Reportedly, several repositions had taken place due to decubitus and had spanned over the course of several years. No replacement information was provided and no other adverse effects of note.